Event description:
It was reported that "the ligating clip applier does not deliver any clip." No patient injury reported. Additional information has been requested, but not submitted at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review could not be conducted since the lot number was not provided.